Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose. Blood glucose reading was 25 mmol/l. Customer reported insulin pump's keypad was not working. Customer reported time changes on display screen. Customer also reported grey color in screen and words were fading. The device will not be returned for analysis.